Event description:
It was reported that there was a fiber inside of a total parenteral nutrition solution bag. It is unknown if there was patient involvement; however, the reporter stated that there was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.